Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The downstream occlusion alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The downstream tubing guide, force sensor gasket and force sensor pusher were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 385 occurrences of "downstream occlusion" alarms were identified in the event history lot. Any patient involvement, injury or medical intervention is unknown since this item was found during evaluation of the device.